Manufacturer narrative:
A visual evaluation of the complaint device revealed no visible issues on the complaint device. A functional test was performed and found that the gauge needle was able to maintain pressure and was reading well. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used in a procedure performed in the colon on an unknown date. According to the complainant, during the procedure, it was noted that the gauge meter was defective which caused the balloon to rupture. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used in a procedure performed in the colon on an unknown date. According to the complainant, during the procedure, it was noted that the gauge meter was defective which caused the balloon to rupture. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.